Manufacturer narrative:
(B)(6). The lot was manufactured between july 11, 2019 and july 15, 2019. The device was received for evaluation. Visual inspection was performed and a ruptured bladder was identified. The ruptured bladder was microscopically examined and no signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured during infusion of cefepime. There was no report of patient injury or medical intervention associated with this event. No additional information is available.